Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The affected balloon has been inflated and was deflated in the asreturned state. Upon inflation up to 7 atm (np) the balloon opened normally but the pressure did not hold. A fine jet of water was seen to emerge from the distal balloon shoulder. Microscopic inspection revealed a pinhole about 4 mm distal to the distal x-ray marker. In close vicinity to the pinhole scratches were observed which have likely been caused by a hard, sharp-edged object such as e.g. Anatomical structure. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a pressure test and a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no material or manufacturing related root cause was determined. The root cause for the complaint event is most likely related to the patients anatomy.

Event description:
The passeo-14 balloon catheter was selected for treatment of a calcified lesion in the posterior tibial artery. The device was introduced into patients body and inflated. During second inflation after three minutes at nominal pressure the balloon ruptured. Another balloon was successfully used to complete the intervention.